Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d9; g3; h2; h3; h4; h6 visual examination of the returned product identified the gage to be fractured at the base of the measurement notches. The fractured tip is also bent at the distal most notch. The etching on the handle has become discolored. The surface of the gage is scratched and scuffed. An adhesive residue remains affixed to each side of the tip near the fracture. Additionally, the device was sent for further analysis. Analysis found the fracture surface analysis conducted by keyence optical microscope and sem showed that the depth gage sample fractured due to reverse bending fatigue. Complaint confirmed based on evaluation of returned product. Review of the device history record(s) identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to off-label usage, per the IFU, the customer should not reshape or bend instruments in any way and should not use the instrument if it has become misshaped. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Event description:
It was reported that during a hip procedure, when implanting the cup, the surgeon tried to get a measurement for a screw. The gauge was being bent and it broke. A new depth gauge was used to complete the surgery. There was no harm or injury to the patient. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Report source canada. Product is in process of being returned to zimmer biomet for the investigation. Once the investigation has been completed, a follow-up MDR will be submitted.